Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did not meet the criteria for indications for use, neck angle greater than 60 degrees. Vessel damage is a known risk of the procedure.

Event description:
After successful deployment of a 22-16-120bl bifurcated device, a 25mm infrarenal aortic extension was placed but slipped distally due to severe neck angulation. The physician successfully implanted a second 25 mm aortic extension, however while ballooning the proximal end of the extension the physician inadvertently perforated the aorta just proximal of extension. The patient was converted to an open repair and all devices were removed. It was reported the patient died shortly after the procedure was completed. The explanted devices were discarded by user facility and are unavailable for evaluation.